Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's g5 mobile application had disappeared from the smart device's notifications center.no additional patient or event information is available.